Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the receiver/stimulator body has moved resulting in an extrusion through the skin. This has not affected the hearing performance. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, it is now reported that the device was explanted on (B)(6) 2020. The patient will be re-implanted towards the end of the year. This report is submitted on june 29, 2020.

Manufacturer narrative:
This report is submitted on 8 october 2020.

Manufacturer narrative:
Per the clinic, the patient experienced repeated infections. It is unspecified as to how the infections were treated, however, the infection is now resolved. This report is submitted on may 26, 2020.